Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer stated that the insulin pump alarmed no delivery for the third time in three weeks. He stated that the insulin pump would work for 2 or 3 days, then began alarming no delivery all the time. The customer did not provide the blood glucose reading. His phone call was transferred to properly troubleshoot the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.